Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. The usb cable was not returned for evaluation. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the micro usb tip broke off from the charging cable and became lodged in the pump's charging port. Subsequently, it was reported that the customer had to manually maneuver the charging cable to charge the pump, and battery intermittently could not be charged due to charging port damage. Customer's blood glucose level was 112 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.